Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx4405 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported, "resistance to catheter insertion. Catheter introduced on (B)(6) 2021, after 24 hours, it fractured in the insertion, with the catheter remaining inside the patient's vein; managed to remove with tweezers."

Event description:
It was reported, "resistance to catheter insertion. Catheter introduced on (B)(6) 2021, after 24 hours, it fractured in the insertion, with the catheter remaining inside the patient's vein; managed to remove with tweezers."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), applicable fmea documents, applicable manufacturing records, returned sample analysis, and labeling. Based on a review of this information, the following was concluded: the complaint of a broken catheter was confirmed but the exact cause could not be determined from the photo that was returned for evaluation. Two photos were returned, however, both photos appeared to be identical. In the photo, a pdf on a computer screen shows a white catheter resting on a piece of white gauze. The catheter is broken into two pieces, the catheter body and the molded wings and luer adaptor. The break appears to occur at the joint of the catheter with the molded wings. The molded wings and luer adaptor are white with black print indicating a 2 fr catheter. Due to photo quality, the site of the break cannot be clearly seen and here are no other visual signs of use or damage that can be seen in the photo. Since the returned photo shows a break in the catheter the complaint was confirmed. Based on the description of the reported event and the returned photo, possible contributing factors include sharp instrument damage, material fatigue, and over-pressurization, however the root cause is unknown. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported, "resistance to catheter insertion. Catheter introduced on (B)(6) 2021, after 24 hours, it fractured in the insertion, with the catheter remaining inside the patient's vein; managed to remove with tweezers." Additional description received from the distributor: within 24 h of puncture, the catheter broke during insertion, leaving part of the patient's vein, being removed with forceps. He also complains about the quality of the needle that makes the puncture difficult.